Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose. Blood glucose reading was 504 mg/dl. The customer treated with injection for their high blood glucose. Customer was using insulin pump system within 48 hours of reported event. Customer stated the auto mode feature was active at the time of event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The insulin pump will not be returned for analysis.